Event description:
The rv lead showed oversensing. High impedance and high thresholds were observed. The patient received inappropriate therapy. An insulation defect was observed after the lead was explanted.

Manufacturer narrative:
The reason for return was confirmed. The outer insulation was abraded and the filars of the sensing coil were melted and fractured at 8.0 cm from connector pin, the melting has caused the fracture. This could happen if the coil has been in metallic contact with the ICD can during an ICD-shock. The damage found led to over sensing and inappropriate shocks. These damages are due to friction to ICD can.